Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and the distal hydrophilic coating was not shiny, though the coating was present. Uneven swelling of the distal hydrophilic coated section was noted after soaking the guidewire, which was bumpy after hydration, but smooth when dry. The cause for these observations could not be definitively determined. No friction or resistance was noted during functional test with a demonstration microcatheter. The ptfe (polytetrafluoroethylene) coating was scraped/peeled approximately 52 cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet, which was not returned. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe abrasion/peeling, the cause is considered to be related to the dfu instruction not being followed. Because the reported event is an anticipated complication to these types of procedures and patient condition, and is listed as such in the device dfu, a cause classification of anticipated procedural complication was assigned.

Event description:
It was reported that when navigating the microcatheter with the guidewire (subject device), the physician thinks and feels the guidewire scratches the vessel wall. The physician is unsure if the guidewire scratched the wall, as it ¿just felt like this.¿ the patient was not negatively impacted by the use of the guidewire and the current patient condition is fine.

Event description:
It was reported that when navigating the microcatheter with the guidewire (subject device), the physician thinks and feels the guidewire scratches the vessel wall. The physician is unsure if the guidewire scratched the wall, as it ¿just felt like this.¿ the patient was not negatively impacted by the use of the guidewire and the current patient condition is fine.

Manufacturer narrative:
The subject device was not returned.